Event description:
At a 10-day postoperative clinic visit, the patient reported upper back pain that wasn't present preoperatively. Device interrogation revealed impedances greater than 10000 ohms on 1 electrode. The patient denied shocking sensation. The patient was experiencing pain relief of her lower back and leg pain. The hcp believed the patient had post operative surgical pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.